Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient's ins was inactive/not working. MRI compatibility guidelines were provided for an unrelated issue. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient needs to get their ins started up again because it won't take a charge. The patient did not use it for an extended time because it was not helping. The patient would like to give it another try. No steps have been taken to resolve the issue because the patient does not know what to do. No further information was reported.